Event description:
The customer reported being hospitalized due to low blood glucose of 31mg/dl, and he has treated with food. Troubleshooting was performed. The customer was disconnected during rewind and the priming technique was correct. The caller stated that the insulin pump was not exposed to an MRI. Advised the customer to speak his doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.